Event description:
Biomed checked the unit, was working fine in fact used in another room. The unit got moved to another cath lab room and reported not working there. Biomed tech will re-cal/check the unit just to make sure. User error identified.